Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days following the implant procedure, the right atrial lead dislodged from the atrial wall. The lead was revised and remains in use. No patient complications have been reported as a result of this event.